Event description:
The customer called for assistance with an alarm. The customer then stated that he filled the reservoir while he was connected to the infusion set. The customer received a large amount of insulin and the paramedics were called to treat for low blood glucose. The customer was taken to the hospital. The blood glucose reading dropped from 194 to 165 mg/dl during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.